Event description:
On 09/23/2025, the user reported experiencing low blood glucose (bg) readings while using the ilet bionic pancreas system. The ilet report indicated bg values of 59 mg/dl on (B)(6) 2025 and 39 mg/dl on (B)(6) 2025. The user did not report any symptoms, medical treatment, or hospitalization associated with these events.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.